Manufacturer narrative:
This report is filed (B)(4) 2013.

Event description:
Per the clinic, the patient was hospitalized (date not reported) for headaches after experiencing a sudden loud noise and pain while using a telecoil at school.the external device has been removed from service and the patient was equipped with a new device. No additional episodes were reported.

Manufacturer narrative:
(B)(4)